Event description:
Customer reports multiple comparison performed on a pt: device read 118 mg/dl while one lab read 62mg/dl and an add'l lab read 30mg/dl. Device read 109mg/dl while the lab read 62 mg/dl and 30 mg/dl. Device read 118 mg/dl while the lab read 62 mg/dl. Device read 139 mg/dl while the lab read 17 mg/dl. Device read 139 mg/dl while the lab read 14mg/dl. All comparisons were reportedly performed within 10 minutes. Any actions that may have been taken based on device results were not provided, nor were any treatment methods. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device, however customer declined.